Event description:
In 2004, the patient reportedly was unable to obtain link between the sound processor and the device. External equipment was exchanged. However, the problem was not resolved. In the same month, the pt was seen at the center for device evaluation. External equipment was exchanged. However, the problem was not resolved. The next month, the patient was seen by a company representative. Testing performed confirmed that the device was no longer functioning. Surgery has been scheduled to explant the patient's c1 device.